Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-apr-2016, fse arrived at the site to address the reported event. Inspection of the device found the wash preheater to be leaking and the unit corroroded badly. The fse cleaned the corrosion and primed the reagents. Additionally, the sample syringe block was found to be leaking and was exchanged. The wash temperature was checked and was noted to be 38.6 degrees. The customer was able to run qc with no error further error. No further action was required by field service. The most probable cause of the reported event was a wash preheater leak.

Event description:
On (B)(6) 2016, the customer reported receiving error 3022 leak sensor s702 with their a1a-360. The customer reported a lot of corrosion on the wash tower, but no active leak and no fluid was visualized in the overflow tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.